Manufacturer narrative:
(B)(4). Products have been returned to biomet UK ltd for evaluation. Summary of investigation: visual checks from the visual checks performed on the spherical cutter the below observations were found:- extensive wear and tear on both items. Device lot verification not clear due to the etching being worn away. Cutting teeth of instrument blunt, nicked and burred. Indentations on most areas of cutter and cutter stop. Document review the instruments were manufactured by eurocut in 2004 (etching started with ¿e4¿). The manufacturing site that produced the instrument under the lot ¿e4¿ (eurocut / orchard) has a documentation retention time period of 7 years from manufacture, therefore the data would not of been available in this instance. On receipt of the spherical cutter, it was observed that the instrument was excessively worn and damaged to the point where the etching for the lot number had worn away. Due to the instrument being worn beyond useful life, and the instrument being in service as part of a instrument set for over 10 years, it can be concluded that the spherical cutter was most likely conforming to predefined specification when manufactured.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Return expected, not yet received.

Event description:
It was reported that during a partial knee procedure, the spherical cutter would not detach from the cut stop after reaming. The surgeon reamed again with a different sized spherical cutter in order to complete the procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The event will be reported under 0001825034-2017-04212.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Upon reassessment of the reported event, it was determined that 3002806535-2016-00690-1 was reported in error. This event remains reportable. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.